Event description:
The customer called to report that he returned two insulin pumps that he felt were not delivering insulin properly. The customer stated that one insulin pump was under delivering, and the other one was over delivering. The customer stated that he decreased the basal rate settings as much as 29%, but continued to experience blood glucose levels as low as 20 mg/dl. The customer stated that his current insulin pump is working fine. The customer declined troubleshooting at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.